Event description:
It was reported that relion® insulin syringe needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9143874 it was reported that needle hub separated into needle shield. This pr records issue of needle hub separates on occurrence date of (B)(6) 2019.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9143874. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200817445] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9143874. Customer states that the needle hub separated into needle shield. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #9143874. All inspections and challenges were performed per the applicable operations qc specifications investigation conclusion a visual evaluation of photo found (2) syringes with no needle assembly attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage. Automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description l2l dispatch #64190 was created for raised shields. There was debris in the dial. Corrective action: the debris was cleaned out of the dial. Rationale: capa1122103 has been opened to address this issue.

Event description:
It was reported that relion® insulin syringe needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9143874 it was reported that needle hub separated into needle shield. This pr records issue of needle hub separates on occurrence date of (B)(6) 2019.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no. 328512 batch no. 9143874. It was reported that needle hub separated into needle shield. This pr records issue of needle hub separates on occurrence date of (B)(6) 2019.